Event description:
The recipient is reportedly experiencing intermittent lock. External equipment was exchanged, however, the issue did not resolve. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The device passed the external visual and the photographic imaging inspections. System lock was verified. The device passed several of the electrical tests performed. The device passed the mechanical tests performed. This is an interim report.

Manufacturer narrative:
The device passed the external visual and photographic imaging inspections. System lock was verified. The device passed several electrical tests performed. The device failed the residual gas analysis test. The internal visual inspection noted silver migration across and between electrical components. The device had moisture that exceeded the residual gas analysis test limit. The source of the problem was a feedthru hermeticity issue from one feedthru vendor. A CAPA was implemented. Feedthru assemblies from this vendor are no longer used. This is the final report.